Event description:
It was reported that during a percutaneous nephrostomy procedure, the radio opaque metal marker dislodged from the device while inside the pt. While placing an accustick ii drainage catheter during a nephrostomy procedure, the radio opaque metal marker dislodged from the device while inside the pt. Withdrawal resistance was met while removing the introducer and it was felt that the introducer "may have caught on the 12th rib or deep facial plane" during withdrawal. After removal of the introducer, it was noted that the radio opaque marker was missing. No attempts were made to locate or no retrieve the radio marker during or immediately after the procedure. Three days post the procedure, a check nephrostogram showed that the marker was no longer in the pt and was believed to have been excreted from the pt. The pt was listed in "stable" condition.